Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information through its implant patient registry that a 21mm bioprosthetic aortic valve, implanted eight (8) days, was explanted and replaced with a 3300tfx 21mm aortic pericardial valve. The explanted device is not available for return and evaluation because it was discarded by the hospital. Through follow up with the health care provider, the operative report was received. Reportedly, this patient experienced cardiac arrest multiple times prior to replacement of this valve. The findings state: "the aortic valve... Was somewhat large for this patient and was partially obstructing the left main coronary ostium. Furthermore, she had impressive thrombus... On all 3 cusps of the valve, as well as the surrounding area of the annulus. We explanted the thrombosed valve and placed a smaller sized valve, which resulted in what appeared to be clearance of her coronary arteries. I did not perform cardiac bypass grafting given the left main was widely patent at the conclusion of our aortic valve replacement. She did ultimately separate from bypass in a critical condition, on multiple inotropes including epinephrine, dobutamine, norepinephrine and vasopressin." "The post-procedural transesophageal echocardiogram revealed a thick walled, hyperdynamic left ventricle and a mildly dysfunctional right ventricle. The aortic prosthesis was functioning normally." "She was returned to the ICU in critical condition."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it has been discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the explanting surgeon indicated this valve was too big for the patient and implanted a smaller valve without issue. Without return of the device for evaluation, we are unable to confirm the clinical comments provided by the health care provider or investigate into the root cause for explant of this device. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.